Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. The customer acknowledged the alarm and resumed insulin delivery.